Manufacturer narrative:
(B)(4). B5 describe event or problem- correction. G2 type of source- correction. G6 type of report- follow up. H1 type of reportable event - malfunction. H2 type of follow up- additional. H6- codes - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.